Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation of the electrode revealed that there are multiple scratches on the distal end of the shaft¿s insulation. Under magnification, it was observed that the manifold between 8-9 o'clock positions of the tip shows signs of melting. This damage to the tip would lead to display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other dissimilar complaint from this lot released for distribution. Other than the possibility mentioned above, we cannot discern a root cause for this failure at this time. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the vapr s90 electrode device broke apart and shorted whilst in the patient. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.